Event description:
It was reported that a versacross connect access solution was selected for use for a watchman procedure to treat a left atrial appendage (laa) closure. Initially, sales rep has taught the physician and tech how to use versacross connect and there was a misunderstanding on initial access. Thus, the rf wire was handed to the physician without the sales rep discretion, and it was used for initial venous access, hence the rf wire - pigtail wire got damaged and was sheared at the tip. Due to the damage, it has been disposed and a new versacross connect kit was retrieved for use. The rf wire was inserted through a non-boston scientific needle (this was the physicians first time using and was a misunderstanding). The insulation shearing occurred on distal end. The rf wire was inserted into the body, just right at the groin during initial access. A tip straightener was used when inserting the wire into the access point. No peace of the device got separated from the tip. It was connected to the shaft. The damage on the rf wire was noted on the distal portion of the rf wire where the pigtail turns. A use of excessive force at the access site was not noted. The procedure was completed successfully. No patient complications were reported. The product will not return since it was disposed. On 06apr2023 received response for the gfe: the issue is confirmed with the versacross rf wire. The rf wire was inserted through a needle (this was the physicians first time using and was a misunderstanding). The insulation shearing occurred on distal end. The rf wire was inserted into the body, just right at the groin during initial access. A tip straightener was used when inserting the wire into the access point. No peace of the device got separated from the tip. The damage on the rf wire was noted on the distal portion of the rf wire where the pigtail turns. A use of excessive force at the access site was not noted. No need to retrieve any pieces of the device from inside the body. On 11apr2023 received response for the gfe: it was connected to the shaft and no pictures because the tech tossed it into the trash and I didn't feel comfortable digging in there with other contaminated items. On 12apr2023 received response for the gfe: the needle referred for the insertion is yet unknown. On 24apr2023 confirmed the upn and lot: upn - vxak0007, lot# vmfa070123 on 25apr2023 received response for the gfe: dr. (B)(6) just uses a non-boston scientific (standard 18 gauge needle) that comes in the sterile pack for cases. Then for initial venous access he feeds in a non-boston scientific (16 f cook checkflo introducer).

Manufacturer narrative:
Supplemental report being filed to remove information for dilator, vessel, for percutaneous catheterization since the issue was only related to baylis medical's rf wire.

Manufacturer narrative:
Premarket / 510(k) #: k220414, k150709. D2b pro code (product code): dxf, dre.

Event description:
It was reported that a versacross connect access solution was selected for use for a watchman procedure to treat a left atrial appendage (laa) closure. Initially, the radio frequency wire was inserted through a non-boston scientific needle. The insulation shearing occurred on distal end. The radio frequency wire was inserted into the body, just right at the groin during initial access. A tip straightener was used when inserting the radio frequency wire into the access point. No peace of the device got separated from the tip, thus no need to retrieve any pieces of the device from inside the body. It was connected to the shaft. The damage on the radio frequency wire was noted on the distal portion of the radio frequency wire where the pigtail turns. An use of excessive force at the access site was not noted. Due to the damage, the wire was disposed, and a new versacross connect kit was selected for use. The procedure was completed successfully. No patient complications were reported. The product will not return since it was disposed.